Manufacturer narrative:
(B) (4).

Event description:
It was stated the device wasn't working; the patient had never recharged it. She was told to plug the unit into the wall and that's what she did. She didn't understand how to use it. The patient visited her physician, and the device was not successfully reprogrammed nor could it be successfully recharged. Surgery was planned for (B) (6) 2010. Further information is being requested at this time.